Event description:
The user facility reported separation of the urethane layer of a radifocus guide wire m during operation. Follow up communication with the user facility reported the following information: the urethane layer of radifocus guide wire m was separated by approximately 10 cm in length; the separated 10 cm piece remained in the patient's body; radiographic examination found that the separated segment stayed in the kidney; the physician reported that the wire was used with a metal needle; and the patient's condition has been reported to be stable and under observation.

Manufacturer narrative:
Results: based upon the evaluation of the user facility information & the returned sample; based upon the evaluation of undamaged section of the returned sample. Conclusions: based upon evaluation of the user facility information & the returned sample; based upon evaluation of undamaged section of the returned sample. The actual sample was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection upon receipt found the urethane layer had been sheared off the wire on approximately 48 - 160 mm from the distal end, where the core wire was exposed. Magnifying inspection of the sheared segment found that the shear cross-section had a smooth surface. No trace of local scraping or separation was observed on the core wire. Some intermittent abrasions were observed on the urethane layer, on approximately 38 mm- 48 mm and 160 mm - 185 mm from the distal end. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The actual sample was primed with saline solution sufficiently and subjected to tactile inspection for the state of the activated hydrophilic coating along the wire, excluding the damaged segments. No catch was felt. A reproductive test was conducted: a current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane coating was found to be in the smooth state. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was pulled through the involved metallic needle in the proximal direction in the state of having contact with the edge of the metallic needle, resulting in the shearing of the urethane layer. From the available information, however, the cause of this complaint cannot be determined definitely. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter." "Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." "A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.